Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("right implant: welding of the end and section of device"), complication of device insertion ("complication of device insertion"), fallopian tube spasm ("spasm of tubal ostium with impossibility of placing second insert") and complication of device insertion ("spasm of tubal ostium with impossibility of placing second insert") in a female patient (gravida -1, para -1) who received essure (batch no. B15013). On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day after starting essure, the patient experienced device breakage, the first episode of complication of device insertion, fallopian tube spasm and the second episode of complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage, first episode of complication of device insertion, fallopian tube spasm and second episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, the first episode of complication of device insertion, fallopian tube spasm and the second episode of complication of device insertion with essure. Quality-safety evaluation of ptc: lot history record (lhr) reviewed. Product met product release specifications. No device was returned; therefore, no device investigation is completed. The events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case reports have been received to date in relation to batch no. B15013. No unusual pattern could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new event added. On (B)(6) 2017: nca number. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced right implant: welding of the end and section of device, complication of device insertion and spasm of tubal ostium with impossibility of placing second insert. All events are anticipated according to essure reference safety information. During difficult insertions, single cases have been reported of essure breakage. In this particular case, right implant: welding of the end and section of device during insertion and spasm of tubal ostium occurred with impossibility of placing second insert. Taking to account that all events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. According to ptc report, no complaint sample was provided and the review of the lot history reports found that the product met product release specifications. Based on the information available, there is no reason to suspect quality defect. Further information is awaited.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("extremity of the right implant bent on 2 occasions and section of device"), the first episode of complication of device insertion ("complication of device insertion"), fallopian tube spasm ("spasm of tubal ostium with impossibility of placing second insert") and the second episode of complication of device insertion ("spasm of tubal ostium with impossibility of placing second insert") in a (B)(6) year-old female patient who had essure (batch no. B15013) inserted. Other product or product use issues identified: device physical property issue "extremity of the right implant bent on 2 occasions and section of device" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage, the first episode of complication of device insertion, fallopian tube spasm and the second episode of complication of device insertion. Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device breakage, fallopian tube spasm and the last episode of complication of device insertion had resolved. The reporter provided no causality assessment for device breakage, fallopian tube spasm, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("extremity of the right implant bent on 2 occasions and section of device"), the first episode of complication of device insertion ("complication of device insertion"), fallopian tube spasm ("spasm of tubal ostium with impossibility of placing second insert"), the second episode of complication of device insertion ("spasm of tubal ostium with impossibility of placing second insert") and device physical property issue ("extremity of the right implant bent on 2 occasions and section of device") in a (B)(6)-year-old female patient who had essure (batch no. B15013) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage, the first episode of complication of device insertion, fallopian tube spasm, the second episode of complication of device insertion and device physical property issue. Essure was removed on (B)(6) 2013. On (B)(6) 2013, the device breakage, fallopian tube spasm, the last episode of complication of device insertion and device physical property issue had resolved. The reporter provided no causality assessment for device breakage, device physical property issue, fallopian tube spasm, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-jun-2017 for the following meddra preferred term: device breakage -analysis in the global safety database 1.640 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot history record (lhr) reviewed. Product met product release specifications. No device was returned; therefore, no device investigation is completed. The events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case reports have been received to date in relation to batch no.b15013. No unusual pattern could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 12-jun-2017: device breakage questionnaire: breakage was diagnosed during placement. Implant broke (extremity of the right implant bent on 2 occasions) and was removed on (B)(6) 2013 (instructions in the IFU were followed). Essure was removed through hysteroscopy (medically necessary, broken pieces retrieved in uterus). Patient had no injury (recovered). No other new medical information was provided. Case closed. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("right implant: welding of the end and section of device"), the first episode of complication of device insertion ("complication of device insertion"), fallopian tube spasm ("spasm of tubal ostium with impossibility of placing second insert") and the second episode of complication of device insertion ("spasm of tubal ostium with impossibility of placing second insert") in a female patient (gravida -1, para -1) who had essure (batch no. B15013) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage, the first episode of complication of device insertion, fallopian tube spasm and the second episode of complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube spasm and the last episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, fallopian tube spasm, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was - (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage -analysis in the global safety database 1.630 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot history record (lhr) reviewed. Product met product release specifications. No device was returned; therefore, no device investigation is completed. The events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case reports have been received to date in relation to batch no.b15013. No unusual pattern could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: no further information was obtained despite follow-up attempts. Company causality comment: other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.